Event description:
It was reported to resmed that an astral device display was unreadable at the top and displayed an error message (sf180) related to a battery issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The battery and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).